Manufacturer narrative:
(B)(4): the customer reported that the device was failing to power up. The customer was informed that the this has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.

Event description:
The customer reported that the device was failing to power up.